Event description:
The account alleged the hi/low will not run up and the hi/low function has unintentional run down. The account isolated the siderails and the pendant but the hi/low still ran down. The account isolated the issue to the logic board.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.